Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the ds2adv auto CPAP devices. The patient has alleged to visualization of smoke. There was no report of serious patient harm or injury.there was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the ds2adv auto CPAP devices. The patient has alleged to visualization of smoke. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed hairlike fibers on the heater plate. A dust like contaminate along with evidence of liquid spots with potential mineral deposits on the iso port (international organization for standardization), water tank lid, water tank seal, water tank, ui (user interface) bezel, top enclosure, center enclosure, blower box cap, blower box, blower motor, heater plate, and the bottom enclosure. A dust like contaminate also observed on the inlet/outlet seal. Evidence of liquid spots with potential mineral deposits were also observed on the heater plate spring and pca (q2) with corrosion throughout. Due to the liquid ingress, there were potential burn marks on the ui bezel and the pca (q2 and throughout the pca). When the device was plugged in, product investigation laboratory technician did notice an electrical burning odor. The device was returned without the power supply and power cord. The brass on the blower motor was potentially tarnished due to the liquid to the blower motor. Product investigation laboratory was not able to confirm the complaint of the device smoking but was able to confirm the device shut off. Device avail for eval and date returned was updated. 510k was corrected. Box h6 was updated.